Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the preoperative instrument check it was discovered that the triple sleeve assembly could not pass though the 120 degree antegrade holes in the standard insertion handle or the percutaneous insertion handle for the lateral entry femoral nail. There was no patient involvement as the patient was not in the operating room. The preoperative instrument check was not performed by the surgeon. Back-up instruments were readily available therefore, there was no surgical delay. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the returned insertion handles (parts 03.010.045 and 03.010.046) are used in a variety of intramedullary (im) nailing procedures and are included in the titanium cannulated lateral entry femoral recon nail technique guide. Insertion handles are attached to nails and together the assembly can be used to properly insert the nail into the medullary canal. After insertion of a nail, an aiming arm is attached to the nail/insertion handle assembly, which can then be used to assist in precision locking of the nail. The returned insertion handles both exhibited superficial blemishes and indentations indicative of routine use in the field. Some burrs were noticed within and around the ¿lfn only¿ 120° antegrade proximal locking hole designed to have the 12.0mm/8.0mm protection sleeve (03.010.063) pass through it. As part of this investigation, a visual inspection, drawing review, and root cause analysis were performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. One (1) of the returned insertion handles (part 03.010.045 / lot 1804959) was manufactured in february, 2008. The relevant drawing was reviewed. The other returned handle was manufactured in january, 2012; its relevant drawing was reviewed. The reviewed drawings were determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. No material record reports, non-conformance reports, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s) that would contribute to the complaint condition. Based on the information provided in the complaint description, it is not possible to determine a definitive root cause for the complaint conditions. However, upon investigation, it is likely that the complaint conditions occurred due to the cumulative effect of the returned parts experiencing rough handling and/or being struck in a manner which deformed/damaged the 120° antegrade proximal locking hole canal. The handles and corresponding protection sleeves are dimensioned as such in order to allow for sufficient clearance and compatibility between the two instruments. The 11.96mm gauge pin from set gp29 was used to confirm the complaint condition. Since the 11.96mm gauge pin was not able to pass through the 120° antegrade proximal locking hole canals of both returned handles, it is evident that the handles experienced post-manufacturing damage which contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.